Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement under warranty, received replacement pump to continue insulin therapy, and technical support confirmed shipping details and provided transport instructions, while return details for problematic pump were not documented.